Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an occlusion occurred with an infusion set (contact detach) delivering insulin, and the alert cleared only after the user changed supplies; insulin on board and next steps were reviewed with the caller. Symptoms included hyperglycemia risk associated with interrupted insulin delivery. Outcomes included transient interruption of therapy with user-initiated correction after supply change. Investigation included troubleshooting and education provided by support. Investigation of this case revealed an insulin flow obstruction consistent with an occlusion at the infusion set or related disposable, which resolved after replacing the set. It was concluded, based on established findings for similar reports, that the cause was user-correctable occlusion associated with the infusion set or consumable.